Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # h17030037g. The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) (not under warranty) was only working intermittently, even after changing out hp adapter vh-4020, and hp extension cable vh-4030. No reported delays. A replacement device was used to complete the procedure. No patient effects.